Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Contact stated customer was having difficulties interacting with the touchscreen, and pump screen would not come on when pressing on the wake button. Tandem customer technical support (cts) had contact plug pump into a power source and pump screen came back on after about 40 seconds. When pump screen came on, contact stated that customer had 5 % battery charge. Cts had customer try to unlock the pump; however, contact couldn't tap on the 123 code to unlock the pump, the pump screen was unresponsive. Cts could not confirm if pump had shutdown due to a battery issue since pump screen was unresponsive. Customer's blood glucose levels was 400 mg/dl. The customer administered a manual injection. Reportedly, the customer would continue use of manual injections for alternate insulin therapy.